Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? What color cartridge of used? Gold . How many firings of stapler were used? 1-2 firings. Were any staple formation issues noted? No. Does the surgeon routinely wait 15 seconds prior to firing? Surgeon waited 2+ minutes. Does the surgeon pulse fire or use one continuous firing stroke? Continuous firing. Where was the site of the bleeding? On what anatomical structures was device used? Distal pancreas. What is the current patient status? Stable.

Event description:
It was reported that post op one day after the pancreatectomy procedure, the patient was brought back to the or for bleeding issues. The surgeon over sewed the staple line to address this issue. The procedure was completed with no patient consequences reported. The device was discarded.